Manufacturer narrative:
The investigation has determined that a retrospective review of connectivity data for samples processed in duplicate found a non-reproducible higher than expected vitros tropi es result obtained from a single patient sample. The most likely assignable cause for the event could not be determined with the information available, however the possibility that an unexpected vitros tropi es reagent performance or an unexpected vitros eciq system performance had contributed to the results could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A retrospective review of e-connectivity tropi es data for samples processed in duplicate found a non-reproducible higher than expected vitros tropi es result was obtained from a single patient sample. The data review is for nc 347319 investigation of vitros troponin I es kit lots >= 1710 performance. First replicate result: 0.099 ng/ml vs. Second replicate result: <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if the results were reported to a clinician as the customer did not report these results directly to ortho clinical diagnostics. It is assumed there were no allegations of patient harm. (B)(4).